Manufacturer narrative:
The intraocular lens (iol) was returned at the manufacturing site for evaluation in a zip lock bag. Visual inspection showed that the lens was cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be confirmed. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) inserted, but then removed. It did not cause harm to the patient. Capsule was broken, couldn't center the iol properly. In follow up received (B)(6) 2016, it was reported that a vitrectomy was performed. There was no quality issue with the lens. Lens was replaced with a non amo lens in the sulcus. The iol was cut in half. No further information was provided.